Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 2/5/2025. H3: one device was returned for repair with complaint that the device exhibited a cassette not attached error. No relevant service history was found. No relevant event history was found. Visual and functional testing was performed, confirming complaint. Device failed latch/lock test. Upon further investigation found the downstream occlusion (dso) seal damaged, which indicates seal integrity is compromised and is a reportable malfunction. Replaced dso seal and latch/lock flex sensor. Device passed all testing criteria post repair.